Event description:
Philips dreamstation 2 CPAP machine began emitting noxious smell when the humidifier is used. When the humidifier is turned off, the smell goes away. The unit was manufactured in 2021 and I have had it for a couple of years. I have not had that smell until recently and it prevents me from using the humidifier on the unit. I noticed an FDA safety communication and I am concerned.